Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Revision of left hip due to pain and hypertrophic bone formation/ trunninosis.

Manufacturer narrative:
An event regarding trunnionosis involving an metal femoral head was reported. An event for disassociation was confirmed based on the analysis of the returned device. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). "Damage was observed in the taper of the head, consistent with an interaction with the stem trunnion. Scratches were observed on the distal surface of the head." The mar concluded: "damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with a result due to a loss of taper lock between the head taper and the stem trunnion. The stem neck was also damaged, consistent with contact with cup. No materials or manufacturing defects were observed on the surfaces examined" device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis concluded that "no material or manufacturing defects were observed on the surfaces examined." The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and additional x-rays are needed to fully investigate the event. If further relevant information becomes available, this investigation will be re-opened.

Event description:
Revision of left hip due to pain and hypertrophic bone formation/ trunninosis.

Event description:
Revision of left hip due to pain and hypertrophic bone formation/ trunninosis.

Manufacturer narrative:
Additional information: remedial action initiated; correction/removal rpt number. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.